Event description:
Olympus medical systems corp. (Omsc) was informed by the user that blood was adhered to the distal end of the device. There was no report of patient injury associated with the event. The user reprocessed the device with an olympus automated endoscope reprocessor model oer-3 after endoscopic submucosal dissection on november 22, and hung the device in a vault for storage. The next day, november 23, the user found blood on the distal end of the device. The user cleaned and inspected the device again and could not find any anomalies, so the user used the device on november 24th.

Manufacturer narrative:
The device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus. However, the reported event may have been caused by inadequate precleaning, or inadequate cleaning in the channel due to a defective connection of the connecting tube of the automated endoscope reprocessor. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.